Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse) and no malfunctions were found. No parts were replaced. Evaluation of received event log confirms alarms indicating a high pressure situation, high paw, high continuous pressure and high peep (positive end expiratory pressure). The ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Our conclusion based on testing of the ventilator and the log evaluation is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. This is usually related to the patient circuit for example high resistance in the exp circuit or filter or auto triggering.

Event description:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref.#: (B)(4).